Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended.

Event description:
The customer reported the system intermittently stops working. No pt injury was reported.